Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D1- brand name: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was difficult to advance. The dilator was used when obtaining access to the subclavian vein. After the wire was introduced into the vessel, it was difficult to advance. Additionally, the catheter was difficult to advance over the wire guide. The wire was then withdrawn and was found "deformed". A new device set was obtained to finish the procedure. It was noted the patient had an unspecified anatomical abnormality that made advancement of the wire guide difficult. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The wire guide was received by cook on 22jul2024. Unraveling of the wire guide was observed, thus prompting this report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation: evaluation. It was reported that the wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set was difficult to advance. The dilator was used when obtaining access to the subclavian vein. After the wire was introduced into the vessel, it was difficult to advance. Additionally, the catheter was difficult to advance over the wire guide. The wire was then withdrawn and was found "deformed". A new device set was obtained to finish the procedure. It was noted the patient had an unspecified anatomical abnormality that made advancement of the wire guide difficult. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures and instructions for use (IFU, as well as visual inspection, dimensional verification and functional test of the returned product, were conducted during the investigation. Cook received one used cvc device and wire guide for evaluation. The wire guide was kinked and coiled up at the end and the inner wire was protruding from the outer coil. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformance's that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ portion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10cm into bessel. If straight wire is used advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result.¿ evidence gathered upon review of dmr, product labeling, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the patient¿s anatomical abnormality contributed to the failure. It was reported that the patient had an unspecified anatomical abnormality that would have made advancement difficult. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.